Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had grinding rewind noise. Insulin pump keypad was peeling off and was rejecting new batteries. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring - black. Customer returned pump for an alleged moisture damage, failed battery test, unresponsive keypad, motor noise anomaly, and alleged cosmetic damage located at keypad overlay found on jul 28, 2021. Device passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current test, active current test and occlusion test. Device successfully downloaded to thus. No motor related alarms noted during test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No unexpected pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing or in the pump trace download. The j1 connector on pcba 1 was locked properly during visual inspection. Successfully downloaded history files and traces using thus. No stuck key alarm found in the history files or traces on or near event date. Device passed the keypad voltage test. The electronic assemblies and motor assemblies were inspected and no anomalies noted. Motor was tested outside of the device and passed the ngp system board test. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), cracked case on corner of belt clip rails, serial label damage, stained keypad overlay and minor scratches on lcd window. In summary, customers alleged moisture damage, failed battery test, unresponsive keypad, rewind/motor noise anomaly as well as peeling keypad overlay was not confirmed. However, cracked keypad overlay was noticed by visual inspection. Device passed full dry test as well as sleep and active current test. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.